Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was having issues with the sensor not functioning correctly. Customer stated she didn't recall his blood glucose at the time of event but did state that on monday he had high blood glucose of 502 mg/dl. Troubleshooting was performed for the sensors but not for high blood glucose. Customer stated that current sensor was functioning correctly. The customer is not returning for analysis.

Manufacturer narrative:
A complete analysis and testing of 4 opened and used sensors showed that all 4 sensors failed per specifications due to low readings.